Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) and the gimball grip pad to correct the reported event. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci assisted surgical procedure, that an error on universal surgical manipulator 3 occurred prior to surgery with no patient involvement. The user had already performed two reboots using the patient side cart breaker and emergency power off (epo), redraped usm 3, and attempted recovery before contacting technical support. Technical support engineer (tse) guided the user to move arm 3 in different directions, and no issue was initially observed. The user was then instructed to clutch and move the carriage up and down, at which point the carriage was reported to be stuck and nearly impossible to move. A new error then occurred. Tse guided the user through a shutdown using the patient side cart breaker and epo, instructed the user to move the carriage manually, and then power the system back on. After reboot, the carriage was able to move upward; however, another error occurred during startup. Technical support then guided the user to reposition the arm, disable arm 3, and recover the issue. The remaining three arms were available for use, but the user declined to proceed due to concerns about a prior issue with arm 2 recurring during previous procedure.